Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient death, according to physician, was due to a subdural hematoma related to a fall. The device was interrogated, and all parameters and testing were fine except for the slight increase in impedance. Unknown if this was the cause. The patient was also placed on coumadin sometime in december and physician mentioned this could have contributed to the hematoma. The patient was a post - transcatheter aortic valve implantation (tavi) heart block patient. Unsure if the patient remained with a complete heart block rhythm or not. As mentioned, the patient was never seen post implant in the pacemaker clinic. When discussing the case with the physician, it was reported that the ipg was not the issue and physician indicated there was no concern that this was the cause.

Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause and date of death is not known. It was noted the lead impedance of the right atrial (ra) lead and right ventricular (rv) lead had risen shortly after the implantable pulse generator (ipg) system was implanted. The physician noted that the level of impedance increase or the cause of the increase was not known. Attempts to obtain additional information were unsuccessful.